Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a procedure for coronary artery graft surgery three months ago. During the recent in-office device check it was noted that the right atrial (ra) lead exhibited loss of capture (loc) and low measurements for sensing, impedance and thresholds. The physician elected to perform surgical intervention to abandoned and replace the lead. No additional adverse patient effects were reported.